Manufacturer narrative:
Reagent issues were excluded as the customer had no further issues and the correct repeat result was received using the same reagent. The investigation determined that the issue found by the field service engineer was the root cause of the event.

Event description:
The initial reporter stated they received discrepant sodium (na) results for an unspecified number of patient samples tested on a cobas 6000 c501 module. The customer provided an example of one patient sample with discrepant na results. The sample initially resulted in a na value of 189 mmol/l and repeated as 135 mmol/l. No questionable results were reported outside of the laboratory. The na electrode lot number and the expiration date were requested but not provided.

Manufacturer narrative:
The field service engineer (fse) replaced the rinse tube assembly and the vacuum bottles. Qc was acceptable. The investigation is ongoing.